Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: I had my knee replaced (B)(6) 2014 with a stryker triathlon. My stryker triathlon is coming loose and I am going in for a knee replacement revision next month.